Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
High impedance readings of over 10,000 ohms were reported in regards to the battery. It was noted that the battery was found to be defective out of the box, but the lead was fine. Trouble shooting was attempted, however was unsuccessful. The physician had decided to implant an alternate device/battery on (B)(6) 2010. The patient had recovered without sequelae.